Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller reported that 8-10 months ago the device was not controlling the patient's symptoms so the caller increased the stimulation and that helped. They stated lately, about a couple of months ago, the patient started leaking a little early before getting to the bathroom. They stated they were about to try increasing the stimulation about a week prior and they reported that the patient got a shock in their vagina and it hurt for a day or two. It was further reported that they mentioned the patient experienced a severe pain in their vagina due to increase in stimulation. Caller reported they had not yet increased the stimulation and they had just placed the paddle over the implant and the patient started feeling the shock. The patient had the caller sync the patient programmer with the ins, it showed the patient was on program 3 at 3.1v and the stimulation was on. Caller reported the patient was not feeling stimulation at the time of the report, so they increased stimulation to 3.2v. They stated they were going to monitor symptoms and see what happened. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient had lost a lot of control for the last 3 weeks and the caller was trying to adjust their stimulation. The caller stated the last time they tried adjusting the stimulation about 2-3 months ago they shocked the patient in their vagina very sharply. Syncing with the programmer showed stimulation was on at 3.1v on program 3. The caller increased to 3.7v where the felt stimulation in the correct area. The patient was redirected to their healthcare provider if the symptoms did not resolve and they noted an appointment on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that they did feel stimulation too strong. They plan to try again later and adjust shock level if needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they fell in (B)(6) 2019 and it messed up the patient¿s control of symptoms. It was noted that the patient had been set on program 4 which worked great until they fell. They met with the healthcare provider who re-programmed them, and the issue was resolved. No further patient complications are anticipated or expected as a result of this event.

Event description:
Additional information was received. The patient stated that since implanted it had worked well for a time and the last several weeks it had been a failure. The caller stated the patient most often wakes at night and before they could get to the bathroom they would start going to the bathroom before they could get to the commode. The patient stated the patient fell on february 2 and had surgery on february 5th. The patient reiterated that when they used the remote they got an electric charge. The caller stated the incision from the surgery was fairly close to the implant and the healthcare provider stated that it wouldn't affect the device, but the caller was unsure. They also stated they were under the impression that the device sent a signal to the patient when they needed to go to the bathroom, but the patient confirmed that it didn't. System function was explained. The caller stated they tried program 4 from program 3 and changed back to program 3 at 3.4 as last year the patient had the best results there. The caller was referred back to the healthcare provider to check the device following the surgery and fall. The caller stated the patient didn't currently feel stimulation. They stated the patient got up 2-3 times the night prior and before they were able to sit down, they stared urinating . The patient stated that this also happened during the day. The caller was going to call the doctor to have the system checked. The caller stated the patient not making it to the bathroom had gotten progressively worse since the patient fell.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.